Event description:
It was reported that the patient presented at the clinic for a right ventricular (rv) lead implantation. During the procedure, the rv lead demonstrated failure to capture and low, out of range pacing impedance. Despite multiple reposition attempts on (B)(6) 2025, the issues persisted, and successful implantation could not be achieved. The rv lead was replaced, and the procedure was completed successfully. The patient remained stable.

Manufacturer narrative:
The reported events of low pacing impedance and failure to capture were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.